Event description:
Surgeon inadvertently cut the digastric tendon during the stimulation lead implantation. The tendon was surgically repaired during the implant procedure. Implant proceeded without further incident or complication.